Event description:
Patient was noted to have escalated shock coil impedances and was deemed appropriate for the performance of lead extraction and replacement of implantable defibrillator ventricular (ICD) lead. This was diagnosed by physician. Note: the care team had been receiving alerts from his remote monitor indicating that his shock lead impedance is escalated at 130 ohms. There were multiple alerts indicating that the lead impedance was greater than 150 ohms.